Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for mgu-urinary-therapy. It was reported that patient said since implant, earlier that day, they kept leaking. Patient explained when they did the trial, stimulation was felt near their tailbone, but now they felt stimulation way over in their right cheek. Patient did not think it was working. Patient said when they left the hospital it was not turned on and they told to go home and turn it on. Patient had access to their patient programmer and stimulation was shown to be on. Patient was shown to be on program 2 at 3.6. Patient said they thought it was supposed to be on program 3. Caller was redirected to their health care professional (hcp) to find out if they want to change their programs and resolve symptoms. There were no further complications reported.